Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 451 mg/dl. The customer had a headache, was thirsty, and was tired. The customer was giving herself insulin injections. The customer discontinued using the insulin pump and reverted to manual injections. Air bubbles were in the tubing clogging it. The device was not returned.